Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Sales rep reported that: "the customer ordered for silicon implants ipp. During the procedure, lors de l¿intervention, while the patient is asleep, at the time of opening the ancillary instruments, the surgeon realizes that there are silicon implants mcp. Procedure were cancelled and the patient woke up."

Manufacturer narrative:
Correction: refer to h6 results & conclusion codes. The reported event could be confirmed. Based on investigation, the root cause was attributed to a distribution related issue. The failure was caused by the misunderstanding of the order placed by the customer. The customer ordered a silicone pip implants adding the mention "preflex" which exists only for silicone mcp. Therefore, silicone mcp implants were sent instead of the silicone pip. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Sales rep reported that: "the customer ordered for silicon implants ipp. During the procedure, lors de l¿intervention, while the patient is asleep, at the time of opening the ancillary instruments, the surgeon realizes that there are silicon implants mcp. Procedure were cancelled and the patient woke up."